Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 308 mg/dl and a correction bolus was delivered to address the bg level. A system check was performed and the occlusion appeared to be within the infusion set tubing. However, the customer had been using apidra in the cartridge. Tandem technical support advised the customer to speak to a healthcare provider regarding the type of insulin used as apidra was not labeled for use with the pump. The customer acknowledged the information and changed the tubing and cartridge. Insulin delivery was resumed.